Event description:
It was reported that during surgery, the healicoil pk´s suture broke. The same bone hole was used and no void was left in the patient. The anchor was removed form the patient using tweezer the procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4): h2: corrected data on b5 and h6.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor is on the insertion device. The sutures are through the cannula and tied at the cleat. No visible defects. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the sutures material found that each shipment must be accompanied by the manufacture's certificate of conformance. Fiber tenacity and testing for knot break strength to be certified. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during surgery, the healicoil pk´s suture broke. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).